Manufacturer narrative:
A new siderail was sent to the facility to repair the bed.

Event description:
Alleged the left head siderail has broken weld at the lower pivot and it will not allow the siderail to latch in the up position.